Event description:
Caller alleged discrepant results compared with the lab. Mother of pt noted that the strips arrived very hot at end of august. She says the trucks generally get to 100 degrees at that time of year.

Manufacturer narrative:
Investigation pending.